Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery was found to have mismatched cells reading 0.449v, 0.432v and 0.462v. The cause for the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that one of her batteries would not charge. The pt was issued a replacement battery pack.